Event description:
It was reported that the patient received inappropriate therapy due to t-wave oversensing. The lead was replaced. No further patient complications have been reported as a result of this event.